Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was capped and replaced due to high impedance and possible fracture. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. There was blood on the proximal conductor of the lead and it was not obstructed. The outer insulation of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated damage at implant. The analyst commented that due to the length of implant, the severe volume of blood ingress on the proximal conductor throughout the lead and the electrical anomalies described in the event, it is likely that the extrinsic insulation breach that was observed during analysis occurred at implant. Electrical resistance and continuity testing was within specification and an in-vivo conductor fracture was not observed.

Event description:
The lead was reprogrammed prior to being explanted and replaced.